Event description:
It was reported that the pulse generator threshold was inconsistent with psa. The device was removed and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: complaint of no output could not be confirmed. Analysis found the device functioning within normal electrical characteristics including at thermal and mechanical stressing.